Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized for an infection in his leg. Customer has also been experiencing low blood glucose levels of 77 and 50 mg/dl. Customer stated that the lows are also due to the strong antibiotics his doctor has him on for his leg infection. Customer was wearing the pump to and from the hospital and did not have any low blood glucose levels while on the pump. Nothing further reported.